Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported after use a bd microtainer® pst¿ tubes with lh (lithium heparin) experienced erroneous results. The following information was provided by the initial reporter: "tubes yielded erroneous results. Basic chem panels were run ¿ erroneous na results were noted approximately 1/month for a series of months during this time." Customer states this happened a couple years ago and felt the issue was not resolved.

Event description:
It was reported after use a bd microtainer® pst¿ tubes with lh (lithium heparin) experienced erroneous results. The following information was provided by the initial reporter: "tubes yielded erroneous results. Basic chem panels were run ¿ erroneous na results were noted approximately 1/month for a series of months during this time." Customer states this happened a couple years ago and felt the issue was not resolved.

Manufacturer narrative:
H.6. Investigation: per post market survey response, the customer reported issues with sodium values a couple of years ago while using next generation microtainer tubes with lithium heparin additive and pst gel- material number: 365985, lot: 710078n. Returned sample/ photo evaluation: at the moment of this investigation no actual customer samples or photos have been provided by the customer for evaluation. Retain sample evaluation: evaluation of retention samples could not be performed as lot number as the incident lot has been expired since 30 jun 18. Per complaint history check this is the first complaint reported for the same defect/condition for lot 710078n. A complaint history review was completed for high sodium levels for this material number in 2017. There was one other complaint reported on an unknown lot number, which was unconfirmed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was unable to confirm the customer¿s indicated failure mode. Bd has not received any samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.